Event description:
It was reported that a user experienced low blood glucose while using the ilet, with a lowest reported value of 60 mg/dl, and the device issued a low glucose alert; the event was treated with oral glucose tablets and glucose intake was confirmed, with blood glucose trending upward afterward. Symptoms were not reported. Outcomes included transient hypoglycemia that responded to oral carbohydrate treatment without hospitalization. Investigation included customer interview and case assessment. Investigation of this case revealed no confirmed device malfunction and an undetermined contributor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.